Event description:
It was reported by the customer leakage from the stylet tube during use and needed a new PICC. No negative to patient and no systostatics involved. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer leakage from the stylet tube during use and needed a new PICC. No negative to patient and no systostatics involved. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leak in the hub was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition.

Event description:
It was reported by the customer leakage from the stylet tube during use and needed a new PICC. No negative to patient and no systostatics involved. No other information was provided.